Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate and that an occlusion alarm occurred. In addition, it was reported that the customer experienced a low blood glucose (bg) level of 39 mg/dl, the cause was unknown. Juice was consumed to address the low bg. Reportedly, the customer changed the cartridge to resolve the issue.